Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the returned tibial component identified bone ingrowth covering most of the tm surface., including around the pegs. The pegs had been cut off and were also returned. This device is used for treatment. Review of the device history records for the tibial component did not identify any deviations or anomalies. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on feb. 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Updated information received via primary and revision operative notes. Review of primary operative notes confirms the patient underwent a right total knee arthroplasty due to severe degenerative joint disease. Trail components revealed acceptable extension and flexion, well balanced gaps, and excellent tracking of the patella. Final components were implanted using the cementless technique and range of motion and stability were found to be excellent throughout. Acceptable tracking of the patella was also found. Review of the revision operative notes confirms that the patient underwent a right total knee arthroplasty due to a failed trabecular metal tibia. The revision notes state that the tibial component was removed with minimal difficulty using an oscillating saw and was said to have 50% bony ingrowth on the backside of the implant and the remaining fibrous tissue. One of the pegs was said to have 100% bony ingrowth while the other peg had 50% ingrowth. The revision operative notes also stated that the pmns per high-power field were negative for infection. The articular surface that was implanted in the patient had a height of 16mm which is a significant increase from the 11mm articular surface used in the primary surgery.

Event description:
It is reported that the patient was revised due to pain and loosening.